Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false automatic mode switch episodes due to noise were noted on the atrial lead. Loss of capture was also noted on the right ventricular lead. No intervention has been performed and the patient was stable. Related manufacturer report number: 2017865-2017-35020.